Manufacturer narrative:
Circuit test was performed. Logs received and found the issue related to the "diffuse" ventilation curves under the belevel mode was caused by a patient breathing activity or that there were auto-triggering issues.

Event description:
The customer reported while using bellavista 1000, the sedated patient was hooked on the bellavista in belevel mode for additional support, the ventilation curves looked abnormal. There were no alarms noted in the incident. The spo2 dropped and medical intervention was necessary.